Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 309 mg/dl at the time of incident and current blood glucose level was 192 mg/dl. The customer provide details regarding symptoms of their high blood glucose episodes such as nausea, dizzy, headache. Customer was treated for high blood glucose. Customer does allege insulin pump was under delivering. Customer troubleshoot was performed for high blood glucose level. The insulin pump will not be returned for analysis.